Manufacturer narrative:
Patient identifier - requested, not provided. Date of birth - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Lot number - requested but unknown . Expiration date - unknown due to unknown lot number . UDI - unknown due to unknown lot number . Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. Height 185 cm. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product lot number was unknown, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the 45cm destination was torn off at the distal end. It was used for a crossover intervention in the left leg (instent stenosis in the proximal superficial femoral artery (sfa)), i.e. Puncture was performed in the right leg. The patient had a stent in the right leg in the pelvic area, which was compressed in the distal area. The destination could only be pushed crossover with a lot of force. During pull out, the distal part of the destination was torn off and became stuck in the patient. It could be pulled out with the help of a vascular clamp, since the torn end was accessible outside the patient. All parts of the destination have been removed. No additional surgery was necessary and patient was not harmed. Additional information was received 27january2020: it has been confirmed that the entire device was removed from the patient. The event did not significantly delay the procedure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.